Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient had discomfort at the pocket site. It was determined that the current location was rubbing on the hip joint. The patient underwent a revision wherein the battery was relocated per physician and patient's preference. The patient was reportedly doing well.